Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle was dirty before use.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle was dirty before use.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.

Event description:
It was reported that a bd autoshield duo safety pen needle was dirty before use.

Manufacturer narrative:
No samples/photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause could not be determined as no sample was returned for analysis.